Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead dislodged twice, resulting in loss of capture and declining p-wave sensing. The physician believed that the ra lead helix had bent or curved and was damaged. The ra lead was removed from the patient and tissue was noted in the lead helix. The ra lead was not used and replaced to complete the procedure. The patient was in stable condition.